Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged dilator was confirmed and the cause appeared to be use related. It was reported that the dilator was found to be deformed upon opening the kit; however, the returned 12-14fr dualator dilator exhibited what appeared to be use residue within the distal tip of the dilator. The distal tip of the dilator was slightly curved to one side. Deformation, which is consistent with wear against a guidewire, was observed at the leading point of the curved dilator tip. An unused 0.035¿ guidewire was passed through the dilator without resistance. Due to evidence of use and deformation that is consistent with wear against a guidewire, it was determined that the dilator was damaged during use. A lot history review (lhr) of rean0071 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rean0071) have been reported from two (B)(6) facilities.

Event description:
It was reported that the edge of dilator was found to be deformed upon opening the kit. The operator used another dilator for the patient.